Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 15963094.

Event description:
It was reported that the patient underwent an ipg and lead replacement procedure for an unknown reason. The patient was doing well postoperatively.